Event description:
It was reported via (B) (4) the fowler (backrest) was not functioning to specifications as the fowler could not be lowered to a flat (horizontal) position.

Manufacturer narrative:
Na